Manufacturer narrative:
Conclusion: based on the implant duration of this device (over 20 years), this event is likely due to progression of the patient's native valve disease. The reported information does not indicate a potential manufacturing issue.

Manufacturer narrative:
Product analysis: no product specimen has been returned. Conclusion: attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 20 years and 4 months (date is approximate) post-implant of this annuloplasty ring in the mitral position, this ring was replaced with a bioprosthetic mitral valve for reasons unknown. No adverse patient effects were reported.